Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. It was noted that the transseptal access was difficult. The initial attempt was unsuccessful and a sweep for effusion was performed that identified a small stable effusion measuring 0.4cm. The patient's vitals signs remained stable. The physician continued the procedure and the second transseptal attempt was successful. Two watchman access systems (was) and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed and successfully released after meeting criteria. When the effusion was reexamined it measured 0.6cm. The effusion was monitored for 20 more minutes and it remained unchanged. The patient was admitted to the critical care unit to be monitored closely. The patient remained stable. Later that evening the patient experienced tamponade symptoms and a pericardiocentesis was performed. 600ml of fluid was removed. The patient was then stable.